Event description:
On (B)(6) 2012, a doctor reported that an implant was seated and removed immediately due to a lingual bone fracture. Bone graft material was used after the doctor removed the implant.